Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device started, but after about a minute, it would alarm for high pressure. They verified that the port was okay and that there were no obstructions in the tubing. They switched to a different pump and used a different cassette, and the chemo then now infusing without issues. The event occurred while in use with a patient at the facility. There was a patient involvement, and no patient harm/adverse event reported.